Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there were alerts from the remote home monitoring system for radio frequency (rf) overuse due to frequent alerts. Upon review of the data it was found there were multiple alerts due to ventricular tachycardia (vt) where the ventricular rate was greater than the atrial rate due to conducted atrial fibrillation (af) causing high ventricular rates. There was also intermittent atrial undersensing causing the ventricular greater than atrial rates and additional vt alerts. These frequent alerts caused a decrease in battery longevity. Boston scientific technical services (ts) discussed the option of reprogramming the pacemaker to pace and sense in the ventricle only and to turn atrial sensing off. Ts further suggested programming the vt ventricular greater than atrial alert off in the remote home monitoring system. The clinic would reprogram as ts suggested. The pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that there were additional alerts from the remote home monitoring system for radio frequency (rf) overuse due to frequent alerts. Upon review of the data it was found there were multiple alerts due to the pacemaker high rate atrial sensing at an average rate of 179 bpm. It was noted that high rate atrial sensing can cause an increase in power consumption. Further review found that the pacemaker had several thousand atrial tachy response (atr) and ventricular tachycardia (vt) episodes. Many occurring daily causing the frequent alerts. Boston scientific technical services (ts) discussed the option of reducing the high rate atrial sensing or programming the pacemaker to a non-atrial bradycardia mode and turning atrial sensing off. Eleven days later the clinic contacted ts and noted the patient was deceased and there were no allegations against the device relating to the patient's death.